Event description:
According to the available information, the pump was removed and replaced as the prosthesis did not inflate due to a probable fluid leakage. A rupture [fracture] of the connecting tubes between the pump and the cylinders was verified during the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A photograph was provided in which the tubing can be seen visually broken. Without the benefit of analyzing the device, quality cannot confirm the root cause of the tubing break. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.